Manufacturer narrative:
(B)(4) . During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Facility medwatch report # (B)(4) received that states: "event description: failed closure device: hemostasis not achieved on first device deployment. No clinical outcome or consequences; no harm to patient. What was the original intended procedure? Left heart cath; right femoral angiography; ptca [percutaneous transluminal coronary angioplasty] and drug-eluting stent to mid rca [right coronary artery]. Device usage problem : device failed (e.g. Broke, couldn't get it to work or stopped working)." Subsequent to receiving the user facility medwatch report, the following additional information was received. The device was deployed; however, failed to achieve hemostasis. A second proglide device was used to achieve hemostasis. No additional information was provided.